Event description:
Country of complaint: united states; complaint states: 3mm kerrison jammed into a patient during surgery and broke.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014; evaluation is ongoing.